Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was being performed. A 20mm watchman flx laa closure device & delivery system (wds) was initially attempted, but did not fit the appendage. Thus, a 24mm watchman flx laa closure device was implanted. Upon waking from the anesthesia, the patient experienced a tia with aphasia and dysarthria. Brain tomography was performed, and the patient was given a tirofiban drip. The patient fully recovered and was discharged in remission the following day post procedure. It was confirmed via magnetic resonance imaging the following day post procedure to be an ischemic stroke mechanism for a tia.